Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi requested additional information regarding device information and how the reported embolism and slow/no flow were treated, but the information was unavailable. The patient outcome is unknown. If the information is provided, a follow-up report will be submitted. The diamondback coronary orbital atherectomy device instructions for use states that slow or no flow phenomenon, abrupt closure or embolism events may occur and/or require intervention as a result of the use of this device. The device history record for the reported oad could not be reviewed, as the lot number was not provided. If the lot number is provided, a DHR review will be performed. (B)(4).

Event description:
Orbital atherectomy treatments were administered in the heavily calcified popliteal artery. An embolization occurred, and the posterior tibial artery shut down. Slow flow and no flow were observed.